Event description:
Pt admitted to hospital for removal and replacement of left breast implant secondary to deflation. Original implant was a custom made salt water filled breast implant placed at another facility. 1992 pt had left breast removed for cancer.